Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4).3 combined report. Measures taken: the driver board (pn msp161500) and the power supply (pn msp396232) were replaced. The ventilator device passed the service software tests successfully and is put back in service.

Event description:
Hamilton medical ag received the following incident description: "during patient ventilation the ventilator simply stopped working. Screen went blank, it was as if it had just switched off. Vent powered on again and began attempting to ventilate (obvs not attached to patient). Screen was illuminated with a completely blank white screen and alarm was sounding. Unable to switch off. Only option was to leave to run out of battery. When switched on again appeared to be functioning normally again (although untested etc)¿. The reported issue did not result in any patient harm. There is no medical intervention, nor a delay of treatment reported. The device log files were provided to hamilton medical. The device log files don¿t cover the reported event date 23-apr-2025. Instead on date (B)(6) 2025 various ambient and battery related alerts were logged. Therefore, a checking with the reporter is indicated. The ventilator device model hamilton-t1 is designed for use during patient transport. Due to the reported issue and the indications found in the logfile, an impact on the patient health cannot be excluded. Therefore, this case was assessed reportable.